Event description:
It was reported that the patient experienced a shocking sensation "when she was in bed and rolled over." It was noted that this "started in early 2012" and "3 to 4 months ago, she rolled over in bed and had a shocked that stopped her breath." It was further noted that the patient's "device was turned off and the technician turned it back on" last month. It was further noted that the patient had botox one week prior to the report. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v140956, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).